Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: postoperatively, a cutout occurred requiring revision surgery.

Manufacturer narrative:
Corrections to b1. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. In the case presented a female patient (B)(6) year old had been treated with above u-lag screw on (B)(6) 2024. The patient allegedly experienced a cut out and was revised with a tha [total hip arthroplasty] on (B)(6) 2024. Based on the information available, no product deficiency has been identified. Contraindications, warnings and precautions as well as possible adverse effects are indicated in the instructions for use. The rmf considers that a revision surgery due to cut out or medialization is a typical complication of proximal femoral nailing. This damage is not primarily dependent on the implant. It is usually caused by the type of fracture, the general condition of the patient [osteoporosis] and primarily by the respective surgical technique. In the event of a severing, there would be extensive damage to the hip joint, which would have to be treated with an endoprosthesis. Due to a lack of medical information, no x-ray image was provided; it was not possible to determine whether the event was actually a medialization or rather a lag screw cut out. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case. A cut out, collapse of femur head over the lag screw, is attributed to a patient related issue.

Event description:
As reported: postoperatively, a cutout occurred requiring revision surgery.